Manufacturer narrative:
An investigation into the reported incident found the flow out put was under the specification limit. Further investigation identified an undersized orifice in the aspirator that was limiting flow through the nebulizer. Corrective measures were implemented to correct the process.

Event description:
It was reported that an incident involving a large volume nebulizer occurred at a healthcare facility. The facility was unable to achieve the required flow output. No patient injury was reported.